Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Purge leak - pump: returned pump and cassette were visually inspected and no abnormalities were observed. The pump and cassette were purged together and no leak was able to be reproduced. The purge values were within specification. Data logs not returned for review. The cause of the purge leak - pump was not determined since the leak was unable to be reproduced. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
Purge leak - pump: the cause of the purge leak - pump was not determined since the leak was unable to be reproduced.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that there was a leak from the glucose side arm. No visible cracks were observed. The leakage amount was about one drop observed over several hours. The purge flow rate was approximately 14 milliliters and purge pressure was within the 400 mmhg range, the specified range. There was no patient harm. The hemodynamics was stable and the catheter was removed the next day after percutaneous coronary intervention.